Event description:
Patient was admitted to (B)(6) hospital on (B)(6) 2018 after suffering at least twenty inappropriate shocks, which are believed to have been caused by noise and fracture on the rv lead. It is currently unknown whether a new system has been implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 12cm distal to the df4 connector pin. A distal fragment and a proximal fragment of together 55cm length were received for analysis. A medial fragment of approximately 10cm length was missing. The returned lead fragments were visually and electrically analyzed. The visual inspection showed deformations of the shock coil which most likely resulted from the extraction procedure. In addition, signs of abrasion were seen along the lead body. However, the insulation was intact. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that may have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.